Event description:
It was reported that the customer experienced difficulties with the wake button. There was no reported adverse impact to the customers blood glucose level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.